Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine device check. It was found that the device interrogation could not be completed. It was noted that an error message indicating erroneous parameter values was received. Programming changes were made to reset the device to nominal values. The patient's health status was unknown.